Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Reporter stated customer tested on her mobile system and received a 93 mg/dl result at "around 8:00 am." The customer did not take any action based on this result. The customer was "in hypoglycemia" and passed out immediately after receiving the 93 mg/dl result. Customer fell down on the floor and her friend, who was next to her, called the ambulance. Once the ambulance doctor arrived, the customer was treated with an injection of glucagon. The customer also mentioned she had a broken tooth. It is not clear if the broken tooth occurred at the time of this event or not. On a subsequent call, mother of customer provided additional information. She was unable to locate the alleged result of 93 mg/dl in the meter's memory, however, the following values were located: 329 mg/dl 7:07 am 54 mg/dl 8:17 am 75 mg/dl 8:20 am 53 mg/dl 8:22 am the customer has recovered from the incident and is now in "good condition." The manufacturer requested return of suspect product for evaluation.